Event description:
It was reported that the patient became disconnected from the ventilator in the night. There was no audible alarm but the ventilator displayed "low press". The patient started to "crash" so they removed him from the ventilator and manually ventilated the patient. He recovered quickly. The patient was placed on a back-up ventilator. No patient harm reported.